Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, during a routine suprapubic catheter change, the nurse had great difficulty removing previous suprapubic catheter, needing to tug to remove the catheter. Attempted reinserting new bard catheter however it was difficult due to bladder spasms. Shift coordinator was able to insert it successfully. Some hematuria was noted to the bag. Slight trauma removing previous 16f folysil catheter.